Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 11.8 mmol/l, 9.4 mmol/l and the sensor glucose was 2.2 mmol/l, 4.2 mmol/l. Insulin delivery was suspended due to sensor values. The sensor will not be returned for analysis.